Event description:
According to the customer, on (B)(6) 2025, after achieving loss of resistance while placing an epidural, the catheter was threaded without difficulty, but medications would not flush through the catheter.

Manufacturer narrative:
According to the customer, on (B)(6) 2025, after achieving loss of resistance while placing an epidural, the catheter was threaded without difficulty, but medications would not flush through the catheter. The customer stated that they attempted troubleshooting measures (including changing the clamp and slightly pulling back the catheter while repositioning the patient). The customer said that they replaced the catheter with one from a new kit and were able to perform the procedure without incident. The customer stated that they tried to flush the catheter while outside the patient and was unable to flush more than a drop of fluid while pushing with full force. The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.